Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to ventricular oversensing. Loss of ventricular capture was also observed. The lead was diagnostically imaged and noted to have dislodged due to twiddlers syndrome. Both the atrial and rv leads were explanted and replaced.